Event description:
The customer reported a button error alarm after the buttons were pressed for three minutes or longer. However, the customer could not clear the alarm. The customer stated that she was in the hospital, and was experiencing a blood glucose reading of 350 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.